Manufacturer narrative:
G.4. PMA / 510(k)#: k213670. D.4. Medical device type: gim. H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367861, lot number 3318826. 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes with no fm being identified. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the stopper is falling off. There was no report of impact to the patient or user. The following information was also provided by the initial reporter. We have also noticed that some of the tubes have a very greasy feel on the outside.